Event description:
It was reported that a 38-year-ol caucasian female who underwent an unspecified breast surgery with a mentor smooth round moderate plus profile, 450cc saline breast implant experienced left-sided deflation intraoperatively. The report stated that during surgery the prosthesis didn't look right when it was inserted so the doctor removed it, after the decontamination process, they noticed a hole in the back of the implant. The doctor used another implant with cat#: 3502450, sn#: (B)(4), and completed the surgery. No adverse event reported.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on july 20 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample, sm mpps dv 450cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear near the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. With consideration of process controls and manufacturing records reviewed, the puncture reported could not be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue was addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).